Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the catheter was returned, analyzed and analysis found that the sealing ring inside the hemostasis valve was missing.

Event description:
It was reported that the hemostasis valve in the catheter kit was missing a sealing component and the valve was incontinent. The valve was replaced. No patient complications were reported as a result of this event.